Manufacturer narrative:
Complaint sample and medical records were evaluated and the reported event was confirmed. Visual inspection was performed on the returned plate and screws. It was noted there was corrosion and discoloration on one of the screw hole of the plate. Seven screws were returned, corrosion is seen on one of the screws. Unable to identify part and lot info on the screw because of the corrosion. The dimensional analysis confirmed the part to be conforming to print specifications. Review of revision surgery op-notes identified redness and swelling around the ankle, hence a small part of the skin was taken for biopsy. The bone was healed but metallosis was noted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant devices: unknown zimmer periarticular locking screw, catalog #: ni, lot #: ni; 2.7mm periarticular locking screw 16mm length, catalog #: 00482801602, lot #: 63315762; 2.7mm periarticular locking screw 16mm length ,catalog #: 00482801602, lot #: 63310028; 3.5mm locking screw 2.7mm length, catalog #: 00235901438, lot #: 631266080; cortical self-tapping bone screw 3.5mm diameter, catalog #: 00234801435, lot #: 63096877. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-05198). Returned, not yet evaluated.

Event description:
It is reported that when the patient underwent a trauma fixation removal procedure after the patient's bone had healed, the removal of the plate revealed rust on one of the screw junctions and screw. Attempts have been made to retrieve additional information, but no further information is available at this time.

Event description:
It is reported that when the patient underwent a trauma fixation removal procedure after the patient's bone had healed, the removal of the plate revealed rust on one of the screw junctions and screw. Additional information received in operative notes, also noted that the patient had local redness and swelling, and that metallosis was additionally found by the screw/plate hole junction in the patient's bone during the removal procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that when the patient underwent a trauma fixation removal procedure after the patient's bone had healed, the removal of the plate revealed rust on one of the screw junctions and screw. Additional information received in operative notes, also noted that the patient had local redness and swelling, and that metallosis was additionally found by the screw/plate hole junction in the patient's bone during the removal procedure. The wound was thoroughly irrigated and closed. Approximately one month later, the surgeon performed a second-stage debridement with antibiotics.